Manufacturer narrative:
Analysis of the ins serial# (B)(4) found no significant anomaly- the battery had reduced capacity due to previous overdischarge(s). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain failed back surgery syndrome. It was reported that the patient had all of their components removed on (B)(6) 2018. The patient stated that their device didn't work for them and they weren't getting much relief from the device. The patient mentioned to their healthcare provider that they had a letter from the manufacturer about a product recall. The healthcare provider didn't have a copy of the letter but stated that it had the manufacturer's name on it. The representative will be returning all the explanted components. No further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3778-60 (B)(4) implanted: (B)(6)2011 explanted: (B)(6)2018 product type lead product ID 3550-39 product type accessory product ID 3550-29 product type accessory analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the patient¿s implantable neurostimulator (ins) not working was not determined. The manufacturer representative stated that it was unknown when the issue started. No further complications were reported or anticipated.